Event description:
The pump was returned for investigation. Investigation revealed that the display screen was faded, discolored and difficult to read. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be faded, discolored and difficult to read. A test display was used for investigation and was found to function appropriately with no visible signs of fading or discoloration. Unrelated to the display issue, evaluation revealed a cracked battery compartment and evidence of moisture contamination inside of the compartment. A leak test was performed and a leak was found in the battery compartment. Also unrelated to the display issue, a review of the black box history showed two occurrences of the pump¿s time and date resetting. The pump was opened and evaluation revealed the internal clock battery on the circuit board was leaking.